Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with an implantable cardioverter defibrillator (ICD) device reported serious problems since the device was implanted. Also, there was fluid around the device post implant which caused a lot of pain. Boston scientific technical services (ts) that it sounded like the physician implanted the device and placed too much pressure on patient's rotator cuff during implant which caused the pain. There was no further information provided. The device remains in service. No adverse patient effects reported.